Manufacturer narrative:
A steris service technician arrived on-site and was informed that during the reported event, the amsco 5052 washer alarmed for a door obstruction. The employee subject of the reported event attempted to clear the obstruction by pushing the basket and basket contents further into the washer. The door went down about half way and then alarmed for a door obstruction a second time. The employee then reached inside the door to adjust the basket again and the door closed on the employee's hand. The technician inspected the unit and confirmed it to be operating according to specification. The technician was unable to recreate the reported event. The washer's safety mechanisms on the washer door, including the safety bar and door safety switch were found to be operational. The technician identified that the locater blocks on the unit's door were operational, however had become loose. This was identified to be unrelated to the reported event. The technician tightened the locater blocks to the correct specification. The amsco 5052 operator manual states on page 1-1, "warning: personal injury and/or equipment damage hazard: if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open before removing obstruction." And on page 4-33 "if an obstruction is present at the bottom of the wash chamber door, do not attempt to remove the object. A door safety sensor on the door button detects the obstruction. Door automatically stops from closing and opens completely." The technician notified user facility personnel to refrain from manually removing obstructions within the washer when a door obstruction alarm occurs. No additional issues have been reported.

Event description:
The user facility reported that an employee was injured when their amsco 5052 washer's door closed on the employee's hand. No procedure delay or cancellation was reported.